Event description:
It was reported that during a laproscopic inguinal hernia procedure the device was used with prolene mesh. The device misfired and the anchor jammed and would not deploy upon releasing the trigger. The large introducer caused bleeding after firing on a couple of occasions during the case. The anchors were not secured properly to the mesh and were caught on the mesh without fixating to the posterior tissue. There was no patient consequence.